Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction : describe event or problem. Additional information : if other specify, imdrf annex a, b, c, d, g codes. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported that there have been incidents of programming errors with heparin infusions where clinicians have programmed heparin as 18ml/hr. Rate (incorrect) instead of 18 unit/kg/hr. Dose (correct). There was patient involvement, but the outcome is unknown. Customer has made the following product enhancement request: remove the ¿rate¿ field as the ¿dose¿ field since the initial dose and adjustments are all done in units/kg/hr and is it possible to list the ¿dose¿ field higher up, and move the ¿rate field¿ down.

Event description:
It was reported that there have been incidents of programming errors with heparin infusions where clinicians have programmed heparin as 18ml/hr rate (incorrect) instead of 18 unit/kg/hr dose (correct). There was patient involvement, but the outcome is unknown. Customer has made the following product enhancement request: remove the ¿rate¿ field as the ¿dose¿ field since the initial dose and adjustments are all done in units/kg/hr and is it possible to list the ¿dose¿ field higher up, and move the ¿rate field¿ down.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.